Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s blood glucose was low and she had a seizure. Her husband gave her soda to drink which increased the bg level and no other treatment or medication was given. She did not remember the exact cgm or bg fingerstick values at the time of the event, but the cgm values were 200 points higher than her bg meter. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4)